Manufacturer narrative:
Section a, b5, b6, b7 d3: correction. H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The cause of the reported issue was physical damage to device casing, and further damage to the main and interconnect circuit boards from liquid ingress. The circuit boards were replaced to resolve the pump failure, and additional maintenance was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
There was no patient involvement.

Event description:
It was reported that the device exhibited a syringe flange sensor error. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.